Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed and revealed a piercing through which a glass shard protruded in the applicator bulb and piercing in butyrate tube was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During the procedure the scrub tech broke the glass on the vial and the shard penetrated through the glass. Additional information requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4).